Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited the following: there were scratches on the distal edge, a crack meniscus and video connector, minor stains under the light guide cover glass, and a distorted image. There was no patient involvement.